Event description:
It was reported that there was a power on reset (por) condition and an elective replacement indicator (eri) message. There was a low out of range impedance value, 57 ohms. The patient had two bilateral primary cell devices. The por was seen on the patient programmer on (B)(6) 2014 and the patient was in the office on the date of this report to clear the por. The por code was unknown and the por was successfully cleared and they were able to turn the implantable neurostimulator (ins) back on. It was noted that when the por was cleared it was noted that the ins was at eri. The eri was first seen on (B)(6) 2014. Battery measurement was at 2.61v. Patient¿s seizure control had begun to wane on approximately the saturday prior to the date of this report. A longevity estimate was performed on the left anterior nucleus at 120us, 100hz, 4.0v, 57 ohms and 0+1+2-. Electrode measurement indicated low on 0/1 and all other pairs were ok; 0,1 52 ohms. Right anterior nucleus was 120us, 100hz, 4.0v, 1264 ohms. C, 11 was 2085. Estimate at the current settings was 7.67 to eri and 10.67 to end of service (eos), the ins had lasted over one year. Patient fell about two weeks prior to the date of this report on his face. There were no therapeutic changes until the sunday prior to the date of this report. An ins replacement/exploratory procedure would be scheduled. The right side battery measurement was reviewed, 2.92 and the right side was fine. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37601, serial# (B)(4) , implanted: 2013(B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va00cfp, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va00cfp, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va03hp5, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va03hp5, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension (B)(4). The device was used for an off label indication. The indication the device was used for was epilepsy.